Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level; the bg read, "high" per cgm meter. The cause was due to the customer forgetting to resume insulin therapy after a supply change. Manual injections were administered to address the elevated bg. The customer was released from the ER after a couple of hours. Another supply change was performed and the customer continued to use the pump for insulin therapy.